Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was received with insulin flow block/occlusion/no delivery alarm anomaly. Insulin pump seats immediately upon priming due to corrosion found on the motor/force sensor assembly. Unable to perform the displacement test due to corrosion found on the motor/force sensor assembly. Insulin pump was also received with a corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a power error detected alarm. No further details were given. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.